Event description:
The recipient reportedly experienced pain with device use. External equipment was exchanged, however, the issue is not resolved. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed a damaged epoxy header region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken substrate. System lock was obtained intermittently. The broken substrate prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the mechanical test performed. It is believed that failure of this device is most likely due to a malfunction within the digital chip. Electrical testing did not reveal any anomalies with any other internal components. In addition, the hybrid assembly was found to be broken at the header assembly. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a damaged epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The device passed an electrical test performed. This is an interim report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.